Event description:
A customer reported low energy during the phacoemulsification step of a cataract with (iol) intraocular lens implant procedure on a pt's right eye. The pt experienced a corneal wound burn that resulted in corneal opacity. The wound was closed with suture and the pt received a bandage contact lens. The opacity was resolved at the one week follow-up visit, but postoperative astigmatism was noted. It was reported that the postoperative astigmatism may resolve when the sutures are removed. It is not yet known if further treatment will be necessary. The pt's prognosis is "good". It was noted that the occlusion bell was not heard during the procedure.

Manufacturer narrative:
The facility did not request service. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. Corneal burn is an issue that is occasionally reported with cataract surgery. According to (B)(6): preventing corneal burns during phacoemulsification, march 2010, vol 7, number 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The root cause cannot be determined conclusively. (B)(4).